Manufacturer narrative:
Reliability analysis inspected one opened quick-serter for locking and proper operation. The quick-serter failed per specs. Found the quick-serter walls with excessive glue from the quick-set tape. Please see also MFR report number 2032227-2011-01699.

Event description:
The customer stated that she was hospitalized with blood glucose levels over 400 mg/dl. The customer also stated that the tape from the quick sets gets stuck on the inner wall of the insertion device. Advised the customer to clean the barrel of the insertion device to remove the residue from the quick set tape. Nothing further was reported.